Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
Customer reported speaker not alerting properly. Customer's blood glucose level was 214 mg/dl. No additional product or event information is available.